Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion (pbd) as the longevity dropped from 10 months to 3 months in a span of 3 months. Boston scientific technical services (ts) discussed battery estimate and the device was almost 10 years since implant. Ts discussed to continue normal device follow-up and monitoring. This device remains in service. No adverse patient effects were reported.